Event description:
It was reported, "the following was obtained during clinical assessment. Redness or swelling was identified at or around the midline insertion site in upper arm." No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation